Event description:
Study (B)(6), pt 126 subject 01-26 is a (B)(6) year old female with a past medical history of cervical spine compression, lue and lle paresthesia and diabetes. A previous surgery was completed in 2012 which included a c3-c5 posterior fusion and c4-c6 laminoplasty. The baseline neurologic exam was abnormal for motor (left upper extremities) and sensory (diminished in both lue and lle). No (B)(6) 2014, the subject underwent a decompressive procedure from c3-t2 involving the removal of previously placed laminoplasty implants and placement of instrumentation, bone allograft and dbm. The procedure resulted in an incidental durotomy .5 cm in length in the c5 region which is noted as being due to severe and extensive peridural fibrosis from their previous procedure. The durotomy was sutured, and the area was then sealed with 3 ml of duraseal. A hemovac drain was placed prior to closure.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 (post-op day 14), the subject was admitted to hospital with complaints of intractable pain over the surgical site. An MRI was completed, which showed a large pseudomeningocele at the level of posterior decompression extending from c3-c7, without csf leak. The subject was taken to the operating room on (B)(6) for exploration of the pseudomeningocele. During the procedure, a blood patch was used and a lumbar drain was placed. An additional MRI on (B)(6) 2014, showed near resolution of the pseudomeningocele and the subject was discharged form the hospital on (B)(6) 2014, which is the date of ae resolution. The pi categorized this as possible related to duraseal. The event is noted as severe and an sae as it required hospitalization.